Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the radial artery. The non-totally occluded target lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. A 2.50x32mm (B)(6) stent was advanced to treat the target lesion. However, upon advancing through a non-bsc guide wire, the device got stuck with guide wire and was both removed from the patient's body. The stent was considered damaged and the procedure was then completed with a different guide wire and a 2.75x32mm. (B)(6) stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. Stent had detached from the balloon and was not returned for analysis. Additional information has been requested on how stent dislodgement occurred however no response was received from the customer. The balloon cones and balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An attempt was made to inflate the balloon to the rated burst pressure, however it was noted that the fluid would not travel through the hub, most probably due to the solidified media noted inside the catheter. The device was left soaking in the waterbath at 37°c. A second attempt was made to inflate the balloon at nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall or with balloon deflation at both the proximal and distal end of the balloon and no leaks were noted anywhere across the length of the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A 0.014¿ guidewire could be inserted through the device with no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the radial artery. The non-totally occluded target lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. A 2.50x32mm promus element¿ plus stent was advanced to treat the target lesion. However, upon advancing through a non-bsc guide wire, the device got stuck with guide wire and was both removed from the patient's body. The stent was considered damaged and the procedure was then completed with a different guide wire and a 2.75x32mm. Promus element¿ plus stent. No patient complications were reported and the patient's status was stable.